Manufacturer narrative:
(B)(4). The malfunctioning manifold was scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed volumetric accuracy confirmation testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed with no issues noted. The temperature was found to be within specifications. The device passed electrical testing. A short simulated therapy was performed with no issues noted. A volumetric accuracy test was performed and the device failed due to a reload the set 161 alarm. The pneumatic system found leakage in the right disposable. A test manifold valve was installed and the pneumatic system stabilized. The cause of the issue was determined to be a malfunctioning manifold valve. Should additional relevant information become available, a follow-up report will be submitted.